Event description:
On 31-oct-2019: follow up information was submitted to capture lot number, expiration date and result of complaint investigation of the returned used device (1 set), which showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in the morning of this report (dated (B)(6) 2019), the patient noticed that her infusion set's tubing came apart at the site, while sleeping. The site location was her waist and the pump was worn on left side of it. The infusion was used for one day. The infusions were stored in a box in drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, her infusion set's tubing came apart at the site. The site location was her waist and the pump was worn on left side of it. The infusion was used for one day. The infusions were stored in a box in drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.